Event description:
It was reported by the patient that they have the "bad lead" and the last couple of nights they have come "right out of the bed on the floor." The patient stated that their family members have to help them back into bed. Additional information was requested but has not been received. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007. (B)(4).